Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm console displayed an air trap alarm after 0-2 hours of patient use. The attending health care personnel (hcp) observed the saline bag was empty; the fluid was found on the console and floor. Further evaluation by the attending hcp found that the lower cover of the start-up kit (suk) was opened. According to the reporter, the same event occurred multiple times and over-all 7 suks were used during patient's temperature management therapy. Ultimately, the health care team decided to withdraw the thermogard console and continue patient's therapy with another device. There is no known patient consequences. Reference ccrs: (B)(4).